Manufacturer narrative:
Image review: one static image was provided for review. The image shows two valves implanted, valve in valve due to dislodgement. The dislodgement event was not captured and provided for review; however, it was reported that the delivery catheter system caused the dislodgement. Of note, caution is needed while withdrawing the delivery catheter system to minimize interaction with the valve frame. As stated in the instructions for use, potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transfemoral access site was used, and the valve was implanted inside the patient¿s native annulus using cuspal overlap technique. The training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was not centered within the frame inflow by slightly retracting the guidewire, and the dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodge was due to the nosecone of the dcs, and the valve being constrained in a calcified bicuspid aortic valve. Per the physician, the patients pre-existing calcification and bicuspid aortic valve contributed to the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. The reported event indicates that, after the valve was implanted, the tip of the dcs caught on the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut fx system instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, per the physician, the cause of the dislodge was due to the nosecone of the dcs, and the valve being constrained in a calcified bicuspid aortic valve. Per the physician, the patients pre-existing calcification and bicuspid aortic valve contributed to the dislodgement. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a non-medtronic guidewire (safari) was used as the valve was implanted into the native annulus. A pre implant balloon dilatation was performed due to calcification and patient's bicuspid aortic valve. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow. As the dcs was being retrieved, the nose cone of the dcs dislodged the valve. Per the physician, the patient's calcified anatomy and bicuspid valve contributed to the event. It was reported that intervention was required. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve appeared constrained during the initial deployment. Paravalvular leak (pvl) resulted from the under expansion of the valve. Subsequently a second valve was implanted.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the paravalvular leak (pvl) was severe and the second valve resolved the pvl.